Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of an 57 x 53mm diameter aaa. Approximately 2 months post index procedure, the patient presented with other medical issues and a left limb occlusion was discovered. Intervention was performed where the left common femoral artery was exposed and a fogarty catheter was passed several times to remove the thrombus from the stent graft to the left external iliac. A limb extension was implanted and ballooned with a reliant balloon. Angiogram showed the flow had greatly improved and the procedure was completed. The cause of the occlusion per the physician was due to the distal limb having been landed in a narrowing within the distal left cia no additional clinical sequalae were reported and the patient is fine